Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that the patient cardiac resynchronization therapy defibrillator (crt-d) battery life decreased by 2-3 years after last device check. The device is still in use. No patient complications have been reported as a result of this event.